Event description:
Consumer stated: the necks bend and eventually break if over worked. My kids are 8 & 9. My 9 year old is a fidgety brusher and has broken multiple of these brushes, but never another brand. If he were younger it would have been more dangerous. No contact info, product not returned.